Event description:
Implant fractured. It was reported that implant was placed in site 8 on 07/06/2020. Upon placement, the implant fractured at the locator. Implant was replaced with same size and lot.

Event description:
Implant fractured. It was reported that implant was placed in site 8 on (B)(6) 2020. Upon placement, the implant fractured at the locator. Implant was replaced with same size and lot.